Event description:
The facility representative reported a colleague infusion pump which alarmed for a downstream occlusion during biomedical testing. The customer reported that this condition occurred due to high backflow pressure. No patient injury or medical intervention was reported. The user interface module master software version is 6.13.90, which is classified as colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation did not confirm the reported condition of a downstream occlusion alarm and the root cause could not be determined. No repairs were necessary as the pump passed the downstream occlusion test in service. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Additional information: the device evaluation summary can be updated to: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a downstream occlusion alarm and the root cause was determined to be an out of calibration downstream occlusion sensor. The pump head module was replaced to repair the reported condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
It was initially reported that the pa was unable to interrogate a pt's device was able to be interrogated, but was unable to perform diagnostics. Since the pt was recently implanted, it was not believed to be related to an end of service condition of the pulse generator. It was believed to likely be emi of the programming system. Troubleshooting was performed the next day, which showed the programming system was able to be used on the company rep demo generator. Later the pa reported that the handheld battery would not hold a charge. It is unclear if this was the cause of the initial issue reported. The programming system was returned to the MFR for analysis, which has yet to be completed. Good faith attempts to obtain additional info have been unsuccessful to date.